Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that during priming prior to patient use, the nurse removed the end cap of the tubing set. At this time, it was reported that the whole cap came off and separated away from the tubing set. No specific details were provided. During verification testing at the manufacturing facility, it was noted that the tubing was separated from the male adapter of the tubing set. No additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. Visual inspection of the device revealed that the tubing was separated from the male adapter of the option-lok. There is tubing remaining within the male adaptor. The device was examined under ultra violet light. An excess of solvent sealer in the joints between the tubing and the male adaptor was found. This excess solvent could have melted the tubing causing the separation. The device confirms the customer's reported event. A factor that could contribute to the separation of the tubing from the male adapter is a weak point in the tubing caused by ring of solvent sealer that is normal to be found after displacement of solvent sealer in the assembly procedure. The assembly could be also exposed to a inappropriate force that jointly with the condition before reported could generate the separation event. A probable cause is related to the reported issue is a normal accumulation of solvent sealer that jointly with force apply to the joint between the tubing and the male adaptor that could generate the separation. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.